Event description:
It was reported that the guide wire was placed through a non-tortuous lesion in the proximal lad. An ivus catheter was advanced and the lesion was imaged. Mild resistance was encountered when removing the ivus catheter, so the guide wire was removed too. The tip of the guide wire was found to be badly stretched out exposing the shaping ribbon. There was no pt injury reported. This MDR is being filed based on the results of the investigation analysis in which the guide wire was separated.